Manufacturer narrative:
Zimmer biomet complaint (B)(4) . D10: medical product - zimmer biomet tmj system unknown fossa component catalog#: unknown lot #: unknown; zimmer biomet unknown screw catalog#: unknown lot #: unknown quantity: 3 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision is planned due to bone loss and three fossa screws loosening. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a6, b4, b5, d1, d4, d6a, d10, g3, g6, h2, h6, h10, h11 d10: tmj sm lft fossa comp cat#24-6563 lot# 916750d 2.0x7mm fossa x-dr scrw cat#99-6577 lot#unk 2.0x7mm fossa x-dr scrw cat#99-6577 lot#unk no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.